Event description:
A zoll pt service rep (psr) contacted zoll customer support to report that the monitor would not power up. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon service investigation, there was a segmentation fault during the flash test. The cause of the monitor not powering on was a defective flash (components u102 and u105) on the computer / analog board. The root cause of the flash memory failure cannot be positively identified. A supplemental report will be sent upon receipt of add'l info regarding this nonconformance. No adverse event resulted from the defective component. The pt received a replacement monitor.